Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 and 8 not worked. The field service engineer (fse) found no lights on the main board and replaced it, bringing both dressers back online. The fse then tested the drawers in production, and all functions operated properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer 07 and 08 were failed to open when user tried to issue medication, customer had rebooted the cabinet and attempted again with the same results. Upon remoting into the cabinet, drawers 07 and 08 were highlighted in yellow and not recognized by the system. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.